Event description:
It was reported a malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.